Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The cca was advised the patient manages his diabetes with glucophage pills, lantus insulin and humalog insulin. It is not known what action the patient took at the time of the alleged issue. The patient denied developing symptoms. On (B)(6) 2011 at 10am, the patient visited his physician's office and obtained a blood glucose result of "250 mg/dl" on another device. The patient was administered 20 units humalog insulin as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.